Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was interrogated in clinic, intermittent undersensing was observed on the right atrial lead and right ventricular lead . Both leads remain in use. No patient complications have been reported as a result of this event.